Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning (sensation), redness, blisters/welts, and open skin. The patient did seek medical attention from their doctor and used an otc medication. The patient reported following proper skin preparation guidelines.